Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the tears inside the instrument channel were likely caused by component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited tears inside the instrument channel. There was no patient involvement.